Event description:
It was reported that a cartridge alarm occurred, indicating the issue with the customer's pump. The customer's blood glucose level was displayed as "high" due to the issue. The customer attempted to correct the high blood glucose level with a correction bolus via the pump, and no assistance from a third party was required. Technical support assisted the customer with loading a new cartridge, although the customer could not do so at the time due to insufficient insulin supply. The customer was advised to switch to multiple daily injections until replacement insulin was available.